Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/chronic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), psychological trauma ("psych injury") and urinary tract infection ("uti,"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, hypersensitivity, metrorrhagia, vaginal infection, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, device dislocation, hypersensitivity, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: results of confirm. Test: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events added: abdominal pain, device dislocation, psychological trauma, metorrhagia, allergy, uti, vaginal infection. Reporter added, patient demographic added, essure insertion date updated. Product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: pelvis/ the right fallopian tube is widely paten there is no essure device in the right fallopian tube') in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Concurrent conditions included depression, tobacco abuse, dental caries, painful feet and hand pain. Family history included colon cancer. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/chronic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain, hypersensitivity, metrorrhagia, vaginal infection, psychological trauma, urinary tract infection, vaginal haemorrhage, menorrhagia, migraine and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results of confirm. Unilateral occlusion (left tube occluded); on (B)(6) 2014: remonstration of displaced right fallopian tube essure device with in the pelvis, with filling of the right fallopian tube and free spillage of contrast. Left essure device remains appropriately positioned. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, anemia. Concomitant conditions, family history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: pelvis/ the right fallopian tube is widely paten there is no essure device in the right fallopian tube') in an adult female patient who had essure (batch no. B60748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Concurrent conditions included depression, tobacco abuse, dental caries, painful feet and hand pain. Family history included colon cancer. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/chronic"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vag. Infect"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and anaemia ("blood or heart disorder/condition type: anemia"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, abdominal pain, hypersensitivity, metrorrhagia, vaginal infection, psychological trauma, urinary tract infection, vaginal haemorrhage, menorrhagia, migraine and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, migration and bladder/urinary prob. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results of confirm. Unilateral occlusion (left tube occluded); on (B)(6) 2014: remonstration of displaced right fallopian tube essure device with in the pelvis, with filling of the right fallopian tube and free spillage of contrast. Left essure device remains appropriately positioned.. Lot number: b60748 manufacture date: 2013-08 expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report